Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) exhibited high pacing thresholds during a routine follow up. An x-ray was performed and a dislodgment was confirmed. This lead was successfully replaced. No adverse patient effects were reported.